Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s reported driveline exit site infection and elevated lactate dehydrogenase (ldh) could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas IFU lists driveline infection, stroke, bleeding, hepatic dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Additionally, the heartmate 3 lvas IFU and patient handbook both provide information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient expired due to stroke. No additional information was provided. Additional information states that patient had a bilateral middle cerebral artery (mca) with small associated subarachnoid hemorrhage(sah) in setting of driveline (dles) infection (staph aureaus).the diagnostics utilized were CT scans and echos. Patient was admitted with left internal carotid artery (ica) occlusion/stroke in setting of driveline infection. Patient had agreed to come in clinic 2 weeks ago for IV antibiotics/evaluation and failed to follow-up. Upon arrival patient had an international normalized ratio (inr) >12, fever, leukocytosis, transaminitis, elevated lactate dehydrogenase (ldh). Vitamin k was given next morning, then patient had new right mca and small sah. There was a decision to reverse coumadin and had goals of care conversation with family who decided to withdraw care on patient.